Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and insulin squirts out of the pump during manual prime. The customer's blood glucose level was 145mg/dl at the time of incident. Troubleshooting found that the drive support cap is flush and not recessed into the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, loose protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Device passed idle current test. Unable to perform run current test, selftest, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime anomaly due to detached end cap.